Event description:
The poct contacted lfs alleging that, the hosp's surestep pro bedside unit would not scan barcodes. The poct reported that on the evening of 2004 or the morning of the following day, a pt had a grey complexion. The nurses believed that it may be due to his glucose level and attempted to test; however, the meter would not successfully scan their ids. The nurses attempted several times. The pt's blood glucose level was finally tested; however, the method and device used were unk. The pt's blood glucose level was within normal ranges. The poct reported that the pt's grey complexion might have been due to other factors. There is no info to suggest that the pt experienced injury. The poct reported that the reported meter would scan 20% of the time and confirmed that the issue was not related to the barcode on the badges. There had been no trauma to the meter. The poct wanted the meter replaced. Based on the info supplied by the poct, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.